Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was damaged, as the wires were frayed and exposed, but still able to charge the pump. There was no impact to the customer's blood glucose level.